Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that a red x appears on the heartstart along with charge/shock failure in the status log. There was no report of negative pt impact.